Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep was able to resolve the overdischarge with the pmr/trickle chare. The provided information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient needed to have an MRI of their shoulder which was unrelated to the patient¿s device/therapy. However, the patient was not able to put the ins into MRI mode because they had not charged the ins for ¿a long time¿/¿in over a month¿ because they didn¿t need to use the therapy. The patient was trying to connect to the ins to start a charge so they could charge the ins to put the ins into MRI mode. While on the call the patient was getting the poor communication screen with the recharger. They were asked when they noticed they were not able to charge the ins and they stated that they had no idea of the date, month or year. Patient services reviewed overdischarges and redirected the patient to follow-up with their healthcare provider (hcp). No symptoms were reported. Additional information was received from the manufacturer representative (rep) on 2020-03-13, reporting that the patient¿s ins was dead/overdischarged and hadn¿t been charged in several months. There were no contributing factors that may have led or contributed to this issue. The rep tried connecting with their programmer and the patient¿s recharger and each was unable to establish a connection. The rep started a pmr (physician mode recharge) to trickle charge the device. It was indicated that the issue was not yet resolved. The event date was asked but was unknown. No further complications were reported/anticipated.